Manufacturer narrative:
(B)(4). Concomitant medical products - unknown head, unknown stem, unknown cup. (B)(4). The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
During a revision procedure, an acetabular liner could not be removed from the cup. As a result, the cup was removed and during the extraction, a pelvic fracture occurred. No additional patient consequences were reported and no additional information is available at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.

Event description:
It was reported that during a hip revision procedure, the correct liner removal tool was not available. As a result, the liner could not be removed from the cup. During the removal of the cup, a pelvic fracture occurred. This complication resulted in a procedural delay of unknown length. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being filled to relay a correction, which was unknown at the time of the initial medwatch. Reported event was unable to be confirmed. DHR review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a hip revision procedure, the correct liner removal tool was not available. As a result, the liner could not be removed from the cup. During the removal of the cup, a pelvic fracture occurred. This complication resulted in a procedural delay of forty-five minutes. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: notification date (B)(6) 2017.